Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump exhibited touchscreen delamination out of the box during patient training, and the device was exchanged with a backup unit. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of service history and complaint details, device return logistics, and tracking confirmation. Investigation of this case revealed physical damage to the touchscreen consistent with delamination. It was concluded that the event was related to a device component failure of the touchscreen assembly without patient harm.